Event description:
The caller alleged results when compared with the lab. The following results were reported. Inratio 1.8 lab 2.2, inratio 1.8, lab 2.2, inratio1.8, lab 2.8 dose adjusted due to lab reading, inratio 5.5, lab 3.6.